Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: saline mentor siltex round moderate profile 375cc, catalog number 3542660, lot number 266047, serial number (B)(4). Concomitant products: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 375cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 450cc, catalog number 3504501bc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample, it was observed a tear in the posterior view measuring approximately 0.3 cm. Microscopic examination was performed and the cause of the rupture could not be identified. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/23/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).